Event description:
Emt's responded to a pt described as in cardiac arrest and first responder CPR in progress. The device was connected to the pt and the analyze button was pressed. The device advised a shock and charged but, according to the reporter, when the shock button was pressed, the device did not deliver the shock. The device was immediately swapped out with a manual defibrillator that had just arrived on the scene with paramedics and the code was successfully continued and the pt transported to the hosp. The pt was not resuscitated but the reporter stated the pt's death was not the result of the device malfunction because of the immediate availability and use of the backup defibrillator and the pt's lack of viability.